Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.